Event description:
It was reported that approximately ten days post-implant, the right atrial (ra) lead had high thresholds. An x-ray confirmed dislodgement. The lead was repositioned with acceptable thresholds and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.